Event description:
Complainant alleged tht the medics were performing a self test of the device just prior to pt (age and gender unk) treatment. After the medic pressed the charge button, the device displayed "status 104" and status 66" error messages on the device screen. The medics were able to obtain another device to treat the pt and there was no delay in pt treatment. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.